Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set was damaged. The following information was provided by the initial reporter: our customer complaint on the pin prick hole located in the chamber set component ¿ machine alarming due to air getting in line. Blood leaking out of hole in chamber set. Additional information received from the customer: kindly provide the quantity involved. One line involved. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Fault identified during infusion. The infusion was about ¾ of the way through. Was there any patient harm? Infusion unable to be completed. Was there an under infusion? Yes, approximately ¼ of product unable to be infused due to concerns of compromise. Please confirm if any damage was observed to the individual set packaging? Staff could not identify any damage to packaging. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Sample discarded. Blood.

Manufacturer narrative:
Investigation result: no 2477-0007 sample was available for investigation. The customer reported that the affected sample was from lot 24066746 and that there was a "pin prick hole located in the chamber set component ¿ machine alarming due to air getting in line. Blood leaking out of hole in chamber set." Additional information from the customer noted that this was identified three-quarter's of the way through infusion and no damage was observed to the packaging. As part of the investigation, the customer provided a photograph of the affected sample. Analysis of the photograph confirmed a pin hole in the drip chamber causing blood leakage. The details of this feedback were forwarded to the manufacturing site and the supplier of the drip chamber for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. A review of the production records for lot 24066746 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a potential cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2477-0007 product over the past 12 months.

Event description:
No additional information